Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with merocrit injection 500 milligrams once daily intraperitoneally (duration not reported) and vancomycin injection 1 gram stat intraperitoneally for the peritonitis event. One day after onset, the patient was treated with tobramycin injection 40 milligrams once daily intraperitoneally (duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovered from the peritonitis event. No additional information is available.